Manufacturer narrative:
Specific information with regard to patient age and weight were not provided by the doctor. The doctor noticed the voids immediately upon completion of the restoration on (B)(6) 2012; however, the doctor replaced the restoration during a different office visit for the patient. The doctor removed the sonicfill material from the patient's tooth and replaced the restoration using new sonicfill composite. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, a retain sample was tested, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that four (4) patients experienced voids in their fillings after placement with the sonicfill composite in shade b1. This is the fourth of four (4) reports.